Manufacturer narrative:
Based on the available information, no conclusion can be made as to the degree to which the phasix mesh implant may have caused or contributed to the patient's reported recurrence. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is a known inherent risk of the procedure and is identified in the IFU as a possible complication. At this time the patient outcome is ongoing and no action has been taken. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
Per phasix clinical study finding ((B)(4)): it is alleged that on (B)(6) 2015 the patient underwent an onlay placement using the bard phasix flat mesh without component separation technique. The defect was measured to be 20cm in length and 6cm in width. There were 13 fixation points used on the mesh and then the fascia was re approximated and the skin fully closed. On (B)(6) 2016 the patient was diagnosed with a recurrent midline hernia. It is reported that the patient's recurrence was assessed by the surgeon to be possible device related and definitely procedure related. No surgical intervention has been provided at this time and the patient outcome is listed as ongoing.